Event description:
It was reported post implant a swedish adjustable band, he patient began to experience complications early in (B)(6) 2012 when part of the gastric band disconnected from the tubing. The patient was hospitalised on (B)(6), 2012 because of the complications. The gastric band is still implanted in the patient. Additional follow up is being conducted. If additional information becomes available a 3500a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted additional information provided: has the patient have any band adjustments? The patient has one band adjustment on (B)(4) (2ml was added). When port disconnection issue was observed? The port disconnection was observed whilst the patient was on holiday in (B)(6) and was admitted to the emergency. Department of the (B)(6) hospital. What procedure was used to detect and confirm port disconnection? A CT scan was performed. Was the locking connector attached to the port? Yes. The surgeon will be replacing the port, repositioning and reconnecting to the band. The procedure will occur this (B)(6) and I will be in attendance to check the old port, tubing connector and the tube itself. You provide that the patient is having complication and had to be hospitalized. Can you clarify what are the complications observed? The patient experienced right abdominal pain and was admitted to hospital, the patient is currently on pain medication (tramadol). Additional follow up is being conducted to determine if the abdominal pain is related to the gastric band. If additional information becomes available a 3500a supplemental will be sent.

Manufacturer narrative:
(B)(4). The injection port with the locking connector, tubing strain relief (tsr) and 2.8cm of catheter were returned for evaluation. Upon visual inspection, it was observed that the actuator ring from the injection port was unlocked position. One hook was still deployed. Biological debris was observed around the actuator ring and hooks. The locking connector was returned in locked position, and tsr was in correct location. Upon microscopic evaluation, it was observed that the septum was punctured 2 times. Dimensional analysis of the returned components with respect to tubing connection, and all measurement performed on this meet specification. No others tests than outlined above were performed. The complaint cannot be confirmed; product analysis confirmed that device dimensions around the connection tubing met specifications. A device history record (DHR) review was performed and no relevant discrepancies were noted during manufacture of the in batch question. It is also noted that each and every device is inspected prior to release. Our investigations concluded that the device was manufactured to specifications and met all release criteria. Complaint was confirmed, upon visual inspection, it was observed that one small hole was present on the balloon; this hole was discovered on one fold line. Secondly one cut was observed on the catheter, this cut was performed by a sharp instrument, and it was also noted that the catheter was kinked. All these findings are potential root cause of the inability to inflate the balloon and balloon leakage.